Event description:
It was reported that the patient was revised due to infection approximately seven weeks post initial procedure. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-03637, 0001822565-2023-03639, 0001822565-2023-03640. D10: unk poly +6, unk glenosphere, unk screws, unk stem, unk baseplate. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. H3 other text : product not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Mulltiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-03639, 0001822565-2023-03640, 0001822565-2023-03637, 0001825034-2024-00757, 0001825034-2024-00756, 0001825034-2024-00755, 0001825034-2024-00752, 0001825034-2024-00750. D10: cr vivacit-e 36mm brng +3 cat: 110031425 lot: 65809012. Mini tray std cocr +6 offset cat: 110031405 lot: 66100902. Comp rvrs shldr glnsp std 36mm cat: 115310 lot: j7531733. Comp lk scr 3.5hex 4.75x15 st cat: 180550 lot: 66177946. Comp lk scr 3.5hex 4.75x30 st cat: 180553 lot: 66098120. Comp lk scr 3.5hex 4.75x15 st cat: 180550 lot: 66008607. Comp rvs cntrl 6.5x40mm st/rst cat: 115398 lot: 65962140. Comp lk scr 3.5hex 4.75x20 st cat: 180551 lot: 66021321. 25mm versa-dial taper adaptor cat: 118000 lot: j7217167. As product ID was received and sterile certs were reviewed, this event will be considered not reportable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.